Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, boston scientific received information from the local representative that the device no longer has a monitor only zone and the bradycardia pacing mode was changed to vvi at 60 bpm. The local representative reported that the patient is not pacemaker dependent and therapy exhaustion did not occur in any of the episodes. No complications, injury or patient harm was reported.

Event description:
Boston scientific received information that this local representative contacted technical services to report that this patient was admitted to the emergency room (ER). The patient had received shock therapy due to atrial fibrillation with rapid ventricular response. In review of the device's arrhythmia logbook, it appears that some episodes were not available for review. The right ventricular (rv) pacing threshold was 2.6 volts at 0.5 ms and the device was not capturing because the rv pacing output was programmed at 2.4 volts at 1.0 ms. Rv sensing and pacing impedance were within normal limits. The patient was placed on medication which resolved the atrial arrhythmia. Subsequently, boston scientific received information that this local representative reported that the arrhythmia associated with the two missing episodes had been detected in the ventricular tachycardia (vt) zone. Therefore, the epsiodes were not protected by the device's ventricular fibrillation (vf) protection feature. The device and lead system remains in-service.